Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after the surgeon placed the lens in the capsular bag and was turning it, the capsule tore. The iol was removed during the initial procedure and the patient was left aphakic. Sutures were not required and the patient was not hospitalized. The surgeon is planning to implant a three piece lens at a future date.